Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the extensive wear of the tissue pad likely occurred due to the following reason: the grasping section was closed without grasping anything while the output was activated in seal & cut mode (this includes after tissue resection). The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The intended unknown procedure was completed with a similar device. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during an unknown procedure, the thunderbeat 5 mm, 35 cm, front-actuated grip type s had a defect. The intended procedure was completed with a similar device with no delay. Upon inspection of the customer¿s returned device it was observed, the probe coating was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the wiper movement was noted to be normal, the rotation of the knob torque was normal, the tissue pad was worn with the metal exposed, the exposed metal on the jaw caused a short circuit error when the jaw was fully closed due to the metal-to-metal contact and when activating the seal or seal and cut button, the distal end of the item was inspected under a microscope and detected contact marks in the probe and non-insulated area of grasping section, and the coating of the grasping section was partially peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.